Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used during a colonoscopy procedure to treat a post polypectomy bleed in the descending colon. According to the complainant, during the colonoscopy procedure, a resolution clip was positioned within the patient's colon. The clip successfully attached to the tissue, however, it would not release from the end of the delivery catheter. After several failed attempts to release the clip from the end of the delivery catheter, the physician was forced to pull the clip off the tissue. The entire clipping device was removed from the patient; however, the bleeding was exacerbated by this event. It was reported that the clip tore tissue when it was removed from the patient. A gold probe was used to successfully control the bleeding and no further medical intervention was required. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
(B)(4) - the reported event of clip failed to release from delivery catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.